Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt's pain was not being covered by the stimulation for the past couple days. She was in fair condition. It was later reported that the pt had surgical intervention on (B)(6) 2011, to fix the problem with the device system. She was still having issues with her device system.